Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The second report of three regarding slippage from the same facility. An a2101 ultra base unit was reported to have slipped. Additional info has been requested.